Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a diagnostic procedure the cap fell off into the patient. It did not pass through the pharynx and could not be retrieved. There was no timetable decided for retrieval and no attempts made at this time. There was no patient harm. The procedure was successfully completed with it remaining. It is expected to pass naturally through the gastrointestinal (gi) tract without additional intervention. The patient was cared for in a clinical setting and closely monitored by trained healthcare professionals where any untoward patient effect is expected to be identified and addressed immediately. If additional information is received, it will be assessed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: h6 the device was not returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the instrument detached due to not being secured with medical tap and insufficient removal of excess lubricant before mounting the instrument. The event can be detected/prevented by following the instructions for use which state: do not use vaseline (or any lubricant that contains petroleum jelly), olive oil, alcohol, or the xylocaine spray to lubricate the instrument. Doing so could cause equipment damage, or cause the instrument to fall off of the endoscope inside the patient. Be sure to wipe away any excess lubricant before mounting the instrument, and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage. Olympus will continue to monitor field performance for this device.